Event description:
Account alleged the pt exited the bed to go to the bathroom and fell. Nurses found the pt on the floor leaning against the bed siderail. No alleged injuries. Account stated the bed exit alarm was not set. The pt was then put back in the bed. The nurses stated they asked the pt what nurse call button they pushed. The pt alleged they pushed the nurse call button on the bed, but no one came. The account alleged that the pt expired seven and a half hours later due to cardiac arrest, although the account doesn't believe the alleged fall contributed to the pt experiencing cardiac arrest.

Manufacturer narrative:
Hill-rom tech performed the investigation. Technician states the bed exit will arm and alarm in all positions when set. Technician stated the only nurse call button that will send a call to the nurse's station is from another company, technician tested the communication cable attached to the hill-rom bed. When activated, the bed will send a nurse call to the pt's station, however, the nurse call system will not forward it to the nurse's station. Technician informed the account of his findings. The nurse call system is not a hill-rom product.